Manufacturer narrative:
Samples from each of the patients were found to be non-reactive for elecsys anti-hbc ii. Both samples were also tested on an abbott architect in an external laboratory and both were found negative for anti-hbc. It was determined the reagent performed within specification.

Manufacturer narrative:
Samples from the patients were submitted for investigation. This event occurred in (B)(6).

Event description:
The initial reporter received questionable (B)(6) elecsys (B)(6) immunoassay results for two patients with a history of (B)(6) from cobas e 801 analytical unit serial number (B)(4). The questionable results were reported outside of the laboratory.